Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (service code 204) was confirmed. As received, the belt failed incoming testing as it would not communicate with a test monitor. Upon evaluation, the trunk cable was pulled from the distribution node (dn) strain relief, damaging the j702 connector on the dn pca board. The cause of the code 204 is a disruption in communication between the monitor and electrode belt. The cause of the disruption in communication is the damaged cable and connector. The root cause of the damaged cable and connector is excessive force placed on the trunk cable. Device evaluation of monitor (B)(4) is underway. The reported problem (service code 204) was confirmed. As received, the monitor failed incoming testing. Upon evaluation, there was no driven ground signal. The cause of the lack of driven ground is a lack of output from the u612 component on the computer / analog (ca) board. Root cause investigation into similar events has found that this issue is caused by the damaged electrode belt cable and connector. No adverse event resulted from the damaged belt or monitor. Device manufacture date belt: (B)(6) 2014. Monitor: (B)(6) 2014.

Event description:
A us distributor contacted zoll to report that a patient's device was producing service code 204.